Manufacturer narrative:
It was claimed that o2 hose connected to the ventilator¿s o2 inlet was leaking. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the o2 hose was leaking and needed to be replaced. There was no on-site visit by getinge technician - new part has been sent to the customer and replaced by customer himself. The issue was decided to be reported based on available information as leakage during ventilation may lead to insufficient ventilation, low o2 concentration provided to the patient or no ventilation to the patient. There was no patient harm. The root cause of the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).